Event description:
It was reported that during the implant procedure, the lead failed. The physician reported a puncture in the proximal end. Also reported was high impedance. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device returned with the helix over-retracted. The distal coil is slightly distorted in the connector. The helix would not extend properly due to being over-retracted and distorted. Also noted was the outer insulation breached cut and the defib and distal conductors were distorted. Full lead returned and analyzed.